Event description:
It was reported that a patient presented to clinic for follow up and felt unwell. It was noted that their pacemaker (pm) was found in backup mode. It was suspected that the backup mode was due to emi. There was extra cardiac stimulation noted due to the backup mode. The pm was successfully restored back to normal. The patient felt no discomfort before, during, or after restoring the device.